Event description:
The implant failed due to infection. The implant was placed at #17 and removed after 1 yr and 8 months. Traditional 2 stage surgery. Bone graft material was used. Good oral hygiene.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.